Event description:
Reportedly on (B)(6) 2016 this patient underwent a procedure for the treatment of a peripheral arterial disease in which a gore propaten vascular graft was implanted. According to report, the device was successfully implanted and retained, there was no recorded adverse event during the procedure, the patient survived the procedure and was discharged on (B)(6) 2016. Reportedly on (B)(6) 2016 during a follow-up visit, an adverse event termed "thrombosis of the right femoro-popliteal bypass" was discovered. The primary relationship was identified as disease-related. Repeat intervention was performed and the adverse event resolved on the (B)(6) 2016.

Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. The manufacturing records are being reviewed. The device remains implanted in the patient. Therefore a device evaluation could not be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
According to the gore® propaten® vascular graft instructions for use (IFU) possible adverse events and complications that may occur with the use of the device or in any endovascular procedure and require intervention include, but are not limited to: thrombosis.

Manufacturer narrative:
H6: corrected imdrf codes. B14: a review of the manufacturing records indicated the lots met all pre-release specifications. The device remains implanted and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation.